Manufacturer narrative:
Code 3191 was used to capture the required additional surgical intervention. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported intermittent right ventricular (rv) pacing inhibition and dizziness.

Event description:
It was reported that this patient with this dual chamber pacemaker was experiencing dizziness while both being active as well as sitting down. The patient notified their following clinic. The health care provider (hcp) reached out to technical services for troubleshooting and programming recommendations. The hcp noted that during the last office interrogation approximately one month ago the patient became symptomatic during right ventricular (rv) lead testing. Technical services reviewed the egms with the hcp and recommended the patient be brought into the clinic for further evaluation. Upon review of the egms it appears the rv lead is exhibiting intermittent pacing inhibition. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient was experiencing dizziness and shortness of breath while both being active as well as sitting down. The patient notified their following clinic. The health care provider (hcp) reached out to technical services for troubleshooting and programming recommendations. The hcp noted that during the last office interrogation approximately one month ago the patient became symptomatic during right ventricular (rv) lead testing. Technical services reviewed the egms with the hcp and recommended the patient be brought into the clinic for further evaluation. Upon review of the egms it appears the rv lead is exhibiting intermittent pacing inhibition. The device remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the required additional surgical intervention.

Event description:
It was reported that this patient with this dual chamber pacemaker was experiencing dizziness while both being active as well as sitting down. The patient notified their following clinic. The health care provider (hcp) reached out to technical services for troubleshooting and programming recommendations. The hcp noted that during the last office interrogation approximately one month ago the patient became symptomatic during right ventricular (rv) lead testing. Technical services reviewed the egms with the hcp and recommended the patient be brought into the clinic for further evaluation. Upon review of the egms it appears the rv lead is exhibiting intermittent pacing inhibition. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.